Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, d9, g3, g6, h2, h6, h8, h11. Visual examination of the returned product identified the locking ring installed in the shell has been bent. The chamfer of the locking ring has been installed in the correct position. The shell has scuffing under the locking ring indentation. The locking ring was removed for further evaluation. The locking ring was bent in multiple locations and there are scratches along the flat side of the device. The liner and locking ring were measured per the attached prints and were found to be in specification. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. Based on the product review, the complaint is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported when the bipolar was assembled, the head was not moving properly. After turning it several times by hand, the movement improved a little. The locking ring was found bent when attempting to force the cup with and liner together. The surgery was completed with new devices. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 802202802 item name femoral head 12/14 taper 28 mm diameter +0 mm neck length lot # 995320. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.